Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The acoustic lens was peeling off due to an external factor. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. The insertion part cover was crushed due to an external factor. There were scratches on the insertion part cover due to external factors. The bending section cover had scratches due to external factors. The bending section cover adhesive was missing. The up/down knob could not be securely fixed due to damage to the internal parts of the d-angle fixing lever. There were scratches on the operation part side of the universal cord part due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during preparation for use, the ultrasound probe tip on the evis lucera ultrasound gastrovideoscope was damaged. No patient harm reported. During the evaluation of the device, it was noted the probe adhesive was peeling (floating). The adhesive may be chipped, and debris may fall into the body. This report is to capture the reportable malfunction of the probe adhesive was peeling (floating) noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. H4: corrected device manufacturer date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.